Event description:
The reported product fault occurred during bench testing. There was no patient involvement.

Manufacturer narrative:
Additional information reported the product fault occurred during bench testing. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have been contaminated as the lock status was not being detected, and there was contamination found on the latch lock flex sensor. The cause of the customer reported problem was the contamination. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the alarm. "Cassette not attached properly." There was unknown patient involvement. No patient harm/adverse event was reported.